Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during basal and bolus delivery. After the alarm, the customer would either resume insulin delivery or perform troubleshooting and change the necessary supplies. The customer's blood glucose (bg) level ranged between 300-570 mg/dl and a bolus via the pump was used to address the high bg level.